Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch report "after an unsuccessful attempt to flush the patient's IV access, the catheter was removed and noted to have a very obvious kink in it."

Event description:
It was reported via medwatch report "after an unsuccessful attempt to flush the patient's IV access, the catheter was removed and noted to have a very obvious kink in it."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter. The sample was received with an attached extension set. Usage residues were observed within the sample. A sharp kink impression was observed approximately 1.5cm from the distal end. Tactile inspection of the sample revealed the sample to kink preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the kink site revealed material buckling and discoloration. Inspection of the distal end of the catheter revealed deformation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, the catheter became occluded during manipulation due to the preferential kinking. The kink impression, discoloration and buckling was consistent with the catheter being subjected to sharp bending/kinking. The usage residues suggested that kinking occurred during attempted device placement, and the tip deformation was consistent with resistance caused by advancement into tissue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.